Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer who reported they were expecting the wireless recharger to take less than 15 minutes to charge the implant, but it was taking 30 minutes to an hour. The implant was at an angle, and because of their cervical dystonia, it was hard to charge. The patient only received about a 15% improvement in their dystonia. The patient was redirected to their healthcare provider.

Event description:
Additional information received from the healthcare provider (hcp) the battery was at an angle as the patient asked the hcp to move the battery to the side a bit as they liked to wear a backpack. Coupling issues in the operating room and after continued to be excellent. The patient was educated on the difference from active to percept in charging, having a regular charging schedule, topping off the battery every two days to reduce duration per charge, using the app on the handset to review charging, education, and adhesive discs were given to improve the recharging experience.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.